Event description:
It was reported that markerband misalignment occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, while inflating the balloon, it was noted that the marker bands were about 5-7mm apart. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The proximal marker band was not in line with the proximal balloon cone transition. The outside edge of the proximal marker band was 4mm distal of the proximal balloon cone transition. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that markerband misalignment occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, while inflating the balloon, it was noted that the marker bands were about 5-7mm apart. The procedure was completed with a different device and no patient complications were reported.